Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, lens cracked. Subsequently the lens was removed during initial procedure and completed with another unspecified lens. Additional information has been requested.